Event description:
It was reported by service report that the ground prong from the power cord was missing and the communication cord for the nurse call had bent pins. The customer could not determine if there was pt involvement or if there were adverse consequences to report.